Event description:
Reportability decision changed based on info from the facility medwatch, received 8/22/06. It was reported that during a ptca procedure, the ultra 2 monorail cutting balloon burst at relatively low atms. Per the facility medwatch, this rupture caused a dissection, which was successfully treated with a taxus 3.5 x 16 stent. Pt vital signs remained stable, and pt was discharged from the hosp within 48 hours. Per additional info received, it was noted that the ultra 2 balloon was inflated three times at 10 atms for 30 seconds. On the third inflation, an intramural hematoma was noted extending from the proximal obtuse marginal 1 (om1) to the proximal circumflex with a new stenosis just prior to the om1 takeoff. The physician then stented the main circumflex with a stent overlapping/covering the origin of the om1.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.